Event description:
The product was used during a laparoscopic cholecystectomy procedure. The safety shield did not retract to penetrate tissue. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/31/1997-supplement #1 sent to FDA. Device not available for evaluation.